Event description:
It was reported that balloon rupture occurred. The patient presented with chronic total occlusion and was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, due to a heavily calcified lesion, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 12mm was returned for analysis. Visual, tactile, microscopic analysis and a functional test was performed on the device. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A functional test was unsuccessful with inflation liquid leaking from the balloon being observed. A detailed microscopic examination of the balloon material identified a pinhole leak 4mm proximal to the distal markerband. A microscopic examination of the tip showed no signs of tip damage. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic total occlusion and was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, due to a heavily calcified lesion, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient condition was stable post-procedure.